Event description:
It was reported that the pump battery would not charge, which led to the pump turning off. Customer 's blood glucose (bg) was 18.2 mml/l. Customer administered an insulin injection to resolve the elevated bg. Customer reverted to an alternate method of insulin therapy.